Manufacturer narrative:
The table side control was replaced and returned to the factory for further investigation. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. (B)(6).

Event description:
It was reported that the customer had experienced multiple issues with the table. The table movement in different directions was activated with a push of one button on the table side control console (e.g. The table transverse button activated table transverse and table lift motion simultaneously). The customer also reported that the table sporadically had not carried out of any movements. The customer currently uses the remote control during the examination, but finds it inconvenient for making precision adjustments for lumbar and thoracic spine positioning. There were no injuries associated with this issue. The reported issue occurred in (B)(6).